Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced pain and inflammation at the implant site. The recipient's internal device is reportedly extruding. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient was prescribed prophylactic antibiotic treatment of cefadroxil (cephalosporin) for ten days. The recipient was advised non use of the device until surgery occurred.

Manufacturer narrative:
The recipient's device was explanted. The recipient reportedly experienced secretion at the implant site. The recipient was prescribed cefadroxil 5cc every twelve hours for ten days, post explant surgery. The recipient is currently doing well.

Manufacturer narrative:
Additional information: device available for evaluation?